Manufacturer narrative:
The unit was inspected by a bausch & lomb field engineer. No issues were found. The system performed with-in specifications. Additional info has been requested, yet not received. Report 3 of 3.

Event description:
Report received fro (B)(6) states: "vacuum too high. Some impact on the pt, which caused retina problems."